Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was in a standby mode when it made a popping noise and then smelled like it was burning. There was no patient contact, and no injury or death was reported. However, a five-minute surgical delay to obtain another device to complete the procedure was reported.